Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the quality of sound perception became intermittent 4-5 years post-operative (date of implantation (B) (6) 2001). Since then the patient was unable to recognize speech without lip-reading. Her speech processor was serviced once in (B) (6) 2006 by innsbruck hq but the problem persistent. Patient thought it was a problem of fitting but nothing has been improved after numerous fitting sessions at the hospital. On (B) (6) 2009 morning, the patient was suddenly no longer able to hear. The patient went to the hospital and her audiologist found during testing that the implant had failed.